Event description:
A malfunction alarm with the code malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to reset the pump and continue its use, with no recurrence of the malfunction after resetting. The caller was advised to contact technical support if the malfunction code appeared again and acknowledged the instructions given.